Manufacturer narrative:
The field service engineer (fse) confirmed excessive blood flaking on the blood sampling valve (bsv). The fse replaced the bsv resolving the issue. Upon recur of the failure mode identified; it is likely to generate erroneous results for all parameters. (B)(4).

Event description:
The customer reported the lh500 analyzer generated h&h check fails and erroneous high mchc results on patients for one day compared to the rerun of the same samples on the same instrument following onsite service. There were no erroneous results reported out of the laboratory and no death or injury is attributed to this event and there was no change to patient treatment. The customer did not report any patient results with h&h delta checks and erroneous high mchc results.